Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm2.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in mid procedure to inform that the synchroseal instrument installed on the universal surgical manipulator (usm3) got locked after sealing. The synchroseal worked normally; however, after sealing, the brackets of the instrument did not open. There was a message displayed on the surgeon side console (ssc) to align the instrument according to the usm. According to the surgeon, there was nothing in the way of the right master tool manipulator (mtmr) and was holding properly. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found no problems. The issue had been occurring for one week and only on the usm3 with several instruments, including the monopolar curved scissors instrument and the monopolar energy instrument. The tse guided the customer to reseat instrument as well as the sterile adapter and push the pins and disks on the usm3, but the issue persisted and came back immediately. The surgeon was able to close the finger clutches normally. The customer was unable to shut the system down with circuit breakers off. Later, the customer called back after 20 minutes and stated that they swapped the instruments from the usm 3 to the usm1 and vice versa, then the issue was on the usm3 instrument. The usm1 worked properly. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the opto buttons were found to be worn and that would be related to the reported event. The master tool manipulator 2 (mtm2) was installed onto a golden system replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) to complete all in-house testing. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to worn of the opto buttons within the affected mtm2.

Event description:
Refer to h11 for follow-up information.